Manufacturer narrative:
The reported issue with the backlight of the lcd screen on the autopulse platform (sn (B)(6)) was confirmed during the visual-functional inspection. The root cause was identified as a malfunctioning processor board, likely due to defective components. During the initial functional testing, the autopulse platform powered up without any faults or errors. However, the lcd flickered and went dark, confirming the reported problem. The defective processor board was the root cause of the lcd backlight issue, and it needs to be replaced to resolve the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, paramedics noticed that the backlight of the lcd screen on the autopulse platform (sn (B)(6)) was flickering intermittently and remained dark for extended periods. The lcd screen was still readable but difficult to read in the ambulance. The crew performed manual CPR. No further information was provided. The patient's status information was requested, but the customer did not provide a response. After the patient call, a district chief verified the issue the paramedics experienced.